Event description:
Pump declared alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load a new cartridge with assistance from technical support, but alarm recurred, preventing resumption of insulin therapy. Technical support arranged for replacement pump and instructed customer to return malfunctioning pump. Customer reported no backup therapy currently available and planned to contact healthcare provider about insulin delivery options.